Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the delivery system was flushed prior to placing it in the introducer and a lead was observed on the side of the delivery system sheath near the top of the system. The system was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery system was returned, and analyzed, and the fluid pathway leaks. The analyst noted that when flushing system, water streams out of a hole in the shaft at 3.7cm(from the distal end), it is not a cut, but appears more of a molding issue. If information is provided in the future, a supplemental report will be issued.